Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed a drop in sensing and low pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.